Manufacturer narrative:
Investigation of the device including the logs, confirmed the reported complaint. Power cycling the device resolves the issue. No part was repaired or replaced and there was no reported recurrence. As the problem was discovered during biomed testing and the issue prevents use of the device until resolved, the investigation findings show no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, a yellow triangle error message displayed on an arkon during customer biomed testing of the device. The unit was not in patient use when the issue was discovered. No injury was reported.